Manufacturer narrative:
There was no report of a malfunction of an ion system, instrument, or accessory. Therefore, no products are expected for return to isi for failure analysis evaluation.

Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring a chest tube and an overnight stay in the hospital. During the physician's proctorship in (B)(6) 2025, a patient developed a pneumothorax that necessitated chest tube placement and hospitalization. The physician clarified that the pneumothorax was related to the procedure, specifically due to the nodule's peripheral location, and mentioned that it was not caused by the ion device. There was no ion system malfunction reported.